Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death, pseudoaneurysm, infection, fever), (cause is unknown). Conclusions: (cause is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 6.4 cm in diameter thoracic aortic aneurysm and for an abdominal aortic aneurysm. It was reported that on an unknown date, the patient presented for a routine follow-up. The patient had fever and an exam revealed there was a new pseudoaneurysm, which was likely caused by an infection, above the renal artery (between the taa and the aaa stent grafts). It was diagnosed that the pseudoaneurysm was caused by stent graft infection, however the physician stated that there was a possibility that the pseudoaneurysm was caused by an original source of the infection. The physician thinks this event is not related to the talent devices. The patient did not have a secondary intervention and was transferred to another hospital where the patient expired. An autopsy revealed the cause of death was intestinal necrosis. The physician stated the device was not related to intestinal necrosis however it could have been related to the infection. The investigator assessed this event to not be related to the device or to the procedure.